Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer's mother stated the alarm occurred during a bolus delivery. The customer's blood glucose was 400 mg/dl. Troubleshooting found the insulin was able to exit during a fixed prime, but the insulin pump alarmed no delivery. Insulin was also able to exit during a manual prime. Customer was advised their insulin pump was working as designed. The customer was advised their reservoir or infusion set may be occluded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.